Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt vein. A 4.0mmx40mm, 40cm mustang balloon catheter was advanced for dilation and the device was initially inflated at 20 atmospheres. Second inflation was performed at 20 atmospheres; however, during the third inflation at 20 atmospheres, the balloon ruptured after being inflated for 30 seconds. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.